Event description:
It was reported that the patient was revised due to a fall. It is also reported that a sterile aspiration was performed before surgery to rule out infection. The articular surface was the only component revised.

Manufacturer narrative:
Evaluation summary: review of surgical report provided for implant surgery indicates that surgical technique was followed with no complications noted, and that patellar tracking was found to be appropriate. It was noted that overall cancellous bone quality was consistent with avascular disease. Review of surgical report provided for revision surgery states that the articular surface exhibits wear, but the components are all said to be intact. No x-ray were received, so no check could be made for correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.